Event description:
The user facility reported that anchor detachment, stenosis, and lameness symptoms occurred. An endovascular therapy (evt) was performed to treat a long chronic total occlusion (cto) in the right superficial femoral artery (sfa), which was classified as stage 3 by rutherford classification, via an ipsilateral/antegrade approach. The evt was completed using a dcb (drug coated balloon). One hour after hemostasis was achieved using the angio-seal device, the patient complained of pain. An angiography revealed that the anchor had dropped into the artery. However, during the procedure, there were no findings indicating that the anchor would not properly attach to the vessel wall, despite the ipsilateral/antegrade approach. A balloon was inflated to attach the anchor to the vessel wall. Three months later, the patient showed symptoms of lameness. Angiography revealed that the anchor remained in the artery and had caused stenosis, therefore stent placement was performed to attach the anchor to the vessel wall. The anchor was supposed to be bioabsorbed within 60-90 days; however, the anchor remained almost unchanged in size after three months. The physician has an inquiry about whether the anchor would not be bioabsorbed if the anchor was not firmly attached to the vessel wall. The patient was currently recovering. The estimated blood loss was less than 250 cc. The procedure before deploying the device was permanent pacemaker implantation (ppi). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 5 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 4 mm. The puncture was right femoral artery. "Balloon" dilatation was done, and a stent was placed. An angiogram performed to diagnose the vascular insufficiency. The patient was recovering. No equipment or other devices were used with the angio-seal. No ultrasound or computerized tomography (CT) were performed to diagnose the vascular injury.

Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: date unknown. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed for improper placement. The exact root cause cannot be confirmed. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).